Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after 03:20 hours of use, the surgeon observed that the maryland bipolar forceps (06/14 lives) did not obey the command of the same intensity. When removing the clamp, it was detected that the steel cable of the clamp had broken. It was replaced by another to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Images were provided for review and show a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.